Event description:
A conmed pencil (which conmed pencil is unknown) with a megadine easy clean tip flared in a child's throat during a tonsillectomy and adenoidectomy. There was no fire and no injury-just concern. Oxygen was in use.